Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). G8: adverse event term: ischemic cva.

Event description:
The distributer contacted berlin heart (B)(4) on (B)(6) 2018 to report a patient supported in the lvad configuration of the excor blood pump had ischemic cva. Patient was sedated and intubated, taking anti convulsive drugs. The antixa was 1.2. The patient is in ICU, ventilated, sedated and without any response yet. The site changed the blood pump prior to the event due to a mobile fibrin from the atrial cannulae.